Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned.

Event description:
As reported: "patient required revising due to fracture of the mrh femur component following a fall." An mrh femoral component, stem, bushints, tibial sleeve, bumper, and insert were revised in the patient's left knee. Spoke to rep. The patient's bone did not fracture.